Event description:
Physician reported problems with the coblator wand and that it was not working properly. Replaced coblator wand. The patient was not harmed because the event did not change the plan of care in any way.what was the original intended procedure?tonsillectomy.device #1is this a laboratory device or laboratory test?no.